Event description:
It was reported by service report that the both brake/steer pedals rotated upside down and it was stuck in the neutral position due to compression spring on the steer foot caster was stretched out. No patient involvement or adverse consequences are reported.